Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was deep venous thrombosis (dvt) and bilateral pulmonary emboli (pe) while on anticoagulation after femur fracture. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including fracture, ivc and organ perforation. Per the patient profile form (ppf), the patient reports fracture of the struts, perforation of filter struts outside the ivc, perforation of filter struts into and abutting an adjacent organ, and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation and perforation into and abutting an organ. Per the implant records, the filter was indicated as the patient developed deep venous thrombosis (dvt) on prophylactic therapy for a fractured leg which resulted in symptomatic bilateral pulmonary emboli (pe). A needle was used to enter the right groin and the right femoral vein was accessed. A guidewire was passed up the vein into the vena cava. A vena caval angiography was performed. The catheter was then inserted to the appropriate location with its introducer. The introducer was removed and the trapease device was inserted through the catheter. Control angiography was used for deployment location and the device was then placed and deployed at the ideal location approximately 3-4cm above the iliac bifurcation. Further control angiography was performed demonstrating good deployment and position of the filter in the vena cava. The patient was returned to the recovery area in good condition having tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into and abutting an adjacent organ, in addition to fractured filter struts retained within the ivc, becoming aware of these events approximately thirteen years and three months after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
Device manufacture date provided.